Event description:
Customer reported dark image quality lead to a delay in treatment.

Manufacturer narrative:
Service rep investigated as reported and completed repair on camera. No injury reported. System returned to service.